Event description:
The following was reported on 11/11/96 via the voluntary medwatch form from the FDA (MDR access number: 4001667). The iabp alarmed "gas loss" and blood was noted in the air/helium chamber. The iab was removed and a clot was noted inside the balloon. There were no complications reported from the event.(event complications: none from the event-reported 11/11/96.) Pt's current status: unk-rpt'd 11/11/96.